Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose over 600 mg/dl for approximately 4 weeks. The patient bolused through the infusion device and changed the accessories but was unable to lower blood glucose levels. The infusion device displays frequent e4 (occlusion) errors and there are many air bubbles in the infusion tubing and insulin cartridge. The patient believes the infusion device does not properly deliver insulin. The patient's normal blood glucose range is 100-150 mg/dl. The patient switched to another infusion device and blood glucose decreased. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.